Event description:
Pt had v-cath, size 2 fr inserted into right basilic vein for home administration of antibiotics. Home care nurse was called when catheter began to leak. Catheter then broke off, and the retained piece migrated to the pulmonary artery. Pt transferred to hosptial for removal of retained fragment via cardiac catheterization.